Manufacturer narrative:
The device history record could not be reviewed as the lot number was not available. As of this date, the sample has not been received, therefore the root cause could not be determined. If the sample is received, a follow up report will be filed. The complaint information was shared with the relevant sectors for their awareness. The mask ingredients were shared with shoreline allergy. This mask has been tested and met requirements for biological clearance for use. Testing was performed per FDA memorandum (B)(4), aami/ansi/iso (B)(4) per FDA recognition (B)(4) for cytotoxicity, irritation, and sensitization. There is no additional action taken at this time, but we will continue to monitor complaints for any trends.

Event description:
Nurse sought treatment from shoreline allergy stating she had had an anaphylactic reaction to the mask. Shoreline allergy contacted cardinal health for mask ingredients. They state nurse is doing fine.